Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: the event date is unknown. The customer reported that about five or six different clip appliers (likely from the same lot) did not deploy the first (or first and second clip) correctly. There was either no clip or a damaged clip. After some "plastic to plastic" usages the following clips worked just fine. The physicians are trained to use the clipapplier correctly and they are not preloading the clipapplier before entering the trocar. I talked to the chief physician about those incidents and he assured me that he has been using the clip appliers the same way he always had. No clinical impact to the patient as a result of the event. Additional information received from applied medical representative via email on 13apr26: the customer purchased it as a kit. Event dates are different, basically in the 3 weeks prior to the event date. I can not confirm if all the incident devices belonged to lot 1559037. But the customer told me that they never had issues before or after. They think they all belonged to the same lot. I can not clarify it though. 4 of the clip appliers did not apply any clips for the first few "plastic to plastics". 1-2 provided damaged clips. Intervention: after multiple "plastic to plastic" usages, the clipapplier worked just fine. Patient status: patient is fine.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.